Manufacturer narrative:
The account isolated the issue to the knee limit switch. He replaced the switch to repair the bed.

Event description:
The account stated the bed will spark from the ribbon cable when the knee function is run. The account replaced the ribbon carrier cable and now he has no knee function at all.